Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: there is no visible damage to the keypad. All of the keypad buttons responded properly. Removed the keypad and found contamination under all of the button contacts. The pump booted to the verify screen with dim pink contrast. The bolus button is unresponsive. The bolus button cover is intact. Removed the bolus button cover and found the bolus button slug missing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive and required hard multiple presses for three months. The reporter stated that it was progressively getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.